Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they were having problems with the implant since a year ago and she turned off the implant 6 months ago because it wasn¿t helping her. The patient reported that the implant hadn¿t been charged or been used for more than 6 months. Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was overdischarged. The rep reported that the patient was seen in clinic and admitted to not having recharged since (B)(6) 2019. The rep reported that the patient couldn¿t recharge or communicate with the patient programmer (pp). The rep was unable to read the device with the app. The rep reported that a device reset was scheduled for (B)(6)2020. No further complications were reported. Additional information was received from a healthcare professional and the rep. It was reported that the issue is a continuation of the overdischarge reported in last december/january. There were no attempts made between then and now to recharge the device. Patient wanted to wait for replacement, patient was scheduled for replacement of scs on (B)(6) 2020. The reason for replacement was deemed to be lack of patient recharging compliance for over one year. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The device was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device was removed and was being sent back for analysis.